Event description:
The customer reported the adhesive at the tip is coming off involving an olympus cysto-nephro videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided if available.